Manufacturer narrative:
In section g3 of the initial report, an incorrect date of 01/07/2020 was used. The correct date is 10/07/2020.

Event description:
The manufacturer received information alleging a ventilator was delivering a higher than set tidal volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module needs replaced to address the issue.